Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported that while training a peritoneal dialysis (pd) patient on the cycler, an ¿air detected in cassette¿ messaged was received during drain 2. The pdrn cancelled the treatment due to the inability to clear the message and when removing the cassette from the cycler door, fluid poured out. The pdrn reported that manual therapy would be used. Additional information was requested, however, to date not provided.

Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed and passed. There were no fluid leaks in the test cassette during the accelerated stress test. They cycler underwent a patient sensor calibration check and passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.